Event description:
It was reported that the user experienced a prolonged low blood glucose event overnight while using the ilet system, with the lowest recorded value of 45 mg/dl and duration under 70 mg/dl for approximately 1.5 hours; the user treated with oral glucose and received device alerts for low and urgent low. Symptoms included hypoglycemia without loss of consciousness. Outcomes included no need for assistance and no professional medical intervention. Troubleshooting and education were completed, including guidance to log meals and announcements and to follow up with clinical support. Investigation included a review of use conditions and user-reported behavior. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event was user-managed with oral carbohydrates and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.